Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.